Event description:
Covidien rec'd info that due to an 840 ventilator malfunction, the pt was removed from the ventilator. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to run the extended self-test (est) and will replace the keyboard. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).